Event description:
The patient was in the CT department with a 20 gauge IV in place. On the first attempt to inject the IV contrast, the IV extension set tubing split after part of the contrast had been injected. After the IV was flushed, the tubing was replaced. Contrast injection was again attempted and this time the IV infiltrated after 20 milliliters injected. The CT scan was cancelled.